Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. An immucor field service engineer visited the customer site on (B)(6) 2017 to assess the testing instrument in question.

Event description:
On (B)(6) 2017, a european (B)(6) customer reported obtaining an unexpectedly positive rh (d) red blood cell antigen typing on the galileo echo.